Event description:
It was reported that waveform dropout was occurring on the pt net system during a period where the primary sync master was experiencing an ap configuration issue. The user was instructed to power off the primary sync master. During this time, there was a reported loss of monitoring for a period of greater than 10 minutes. The field service engineer corrected the problem by reseating the power connector and resetting the ap's. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.